Event description:
The customer reported a no delivery alarm. The blood glucose reading was 287 mg/dl. The patient was unable to clear the no delivery alarm. In troubleshooting, insulin did not exit and the unit alarmed no delivery. Insulin also did not exit with a manual plunge. It was explained to the customer that the alarm was caused by the connection issue between the infusion set and the reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.